Event description:
The customer reported that after initiating a triple platelet collection procedure, a draw-pressure too low alert was received immediately. The customer followed the on-screen troubleshooting from the trima equipment and performed a needle adjustment. The customer then received a one minute pause alert and adjusted the needle again and when attempting to resume the procedure, a level sensor alert was received. The team leader was called to help re-establish flow but another level sensor error was received followed by a return pressure high alarm. The customer inspected the donor's arm and the return line. They observed air in the return line and the procedure was ended. This occured 7 minutes into the run. They ended the run without rinseback. Emergency medical services (ems) were called, per the medical director's suggestion, to rule out if the patient had received air. The ems paramedics took the donor's vital signs and found them to be within normal limits. The donor refused any further medical intervention. The donor condition is stable and not exhibiting any symptoms. The disposable set was disposed of and not available for return. The report is being filed due to medical intervention via ems being called.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
A service call was conducted for the machine involved in this event. An autotest and saline run was performed, without incident. The machine ran according to specifications. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to the 'air in the return line' issue. Root cause: a definitive root cause could not be determined. Based on the available information, it is possible that the vent bag was kinked or occluded, or that the return tubing had a hole or slit in it. It is also possible that during the needle adjustments made in response to the "draw pressure too low" alarms, air was drawn into the set and mistaken as air in the return line.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. This supplement is being filed to modify information per FDA request.

Manufacturer narrative:
Investigation: per the customer, they are unsure if the bevel was exposed during the needle adjustment. As per the customer, the donor was released from the customer's facility to go home with written post donation care instructions, instructing him to call the customer if showing any symptoms. The run data file (rdf) was analyzed for this event. Signals in the rdf indicated that the trima accel system operated as intended by displaying the ¿level sensor error¿ alert and prompting the operator to verify that no air was present in the return line, the tubing was loaded correctly in the valves and the vent bag was not occluded. There is no indication in the run data file of a clear cause for the ¿level sensor error¿ alert or the air in the return line reported for this collection. Based on the available information, it is possible that the vent bag was kinked or occluded. It is also possible that there was a hole or slit in the return tubing line. Investigation is in process. A follow-up report will be provided.